Event description:
The complaint documents differing results for anti-hbs for one pt. The results from this analyzer were 600.1, 573.1 in 2009, and 582.4 two days later (no units of measure were provided). The results from the last abbott analyzer, were 0.44 and 0.24 miu per ml, both of which are considered non-reactive. No info was provided to determine if the results from this analyzer were reported or if the pt was adversely affected. If add'l info is received, appropriate notification will be provided.